Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that the qc was within range prior to the event. The field service engineer checked the system and found the suction hose in the rinse unit was slightly torn. He replaced the suction hose. He also replaced the sample probe, and the reagent needle and adjusted all the needles and the cuvette cover. Precision studies were performed and they were within specifications. The fse performed test runs and verified that the instrument was performing within specifications. The root cause was due to a leakage/seal (a torn suction tube in the rinse unit). The service actions (replacing the suction hose) resolved the issue.

Event description:
We received a questionable high result for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. Initial result: 190 mmol/l. The customer questioned the initial result and repeated the sample. Repeat result: 135 mmol/l. No questionable result was reported outside the laboratory. The repeat result was considered to be correct.